Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella rp device for mechanical circulatory support. During the attempt to insert the first impella rp, the device kinked in the main body so a new impella rp was used. The second impella rp was unable to navigate into position, so the device was removed and reinserted after rewire. The device was still unable to pass so there were several attempts that included a buddy wire as well as switching wire to rpa before ultimately deciding to abort the impella rp procedure.

Manufacturer narrative:
The impella rp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.